Event description:
The device was applied during an unspecified procedure involving one pt. Reportedly, the instrument would not fire. The surgeon used another device to complete the procedure. The hosp has reported no pt injury.